Event description:
Sigmoid resection procedure. Cs29 dlu was fired and leak developed. Leak was repaired with sutures. No malformed staples were noted and two complete donuts were received. Surgeon believed the leak was due to piercing the rectal stump for the first time.